Manufacturer narrative:
Based on the information obtained from the investigation of the returned device showed brace tubes had seperated from the end plate. The specified dimension from the end plate edge to the center of the hole is 4 × 0.18". The measurements from the returned part were found to be out of specification.

Event description:
Customer purchased a half track and they were using it to transfer a patient and during this transfer the part disassembled. No patient injury occured.

Event description:
Customer purchased a half track and they were using it to transfer a patient and during this transfer the part disassembled. No patient injury occured.